Event description:
It was reported that the pt experienced a loss of therapeutic effect. Initially, the pump contained morphine; the pt had a reaction and the drug was changed to methadone. The dose of methadone was subsequently increased three to four times to achieve pain relief. At the first pump refill, all 20 mls remained in the pump. A dye study was attempted; no withdrawal or injection was possible. The pt was taken to surgery the following week. The catheter connector was removed from the pump; withdrawal and injection of dye was successful. Excellent cerebrospinal fluid/drug return was noted as well as intrathecal dye dispersement. A rotor study was also performed and was "fine". A bolus was programmed to view the drug coming from the access port. The drug was noted to pool around the rim above the port that the connector is attached to. After wiping away the excess, drug was methadone to drip from the port tip. The hcp decided to replace the pump as he was concerned about the infusion from the port tip. Final pt outcome was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Result: used for the catheter.